Event description:
Heat lamp (no model number or identifying marks) caused burn to pt's legs. Heat lamp set at a higher setting than thought by nursing staff. Pt's legs healing well after skin graft. Heat lamp taken out of service and checked by hosp bio-med dept. All other heat lamps in hosp checked for accuracy of heat setting.